Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had wound dehiscence due to patient not healing properly. Malnutrition and diabetes were the known cause of the dehiscence. The patient underwent an explant procedure and expected to fully recover. The explanted devices were not returned.